Manufacturer narrative:
Unit was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit was received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was changing the basal temperature and the buttons stopped working. Customer does not recall any significant events leading to the error. Customer's blood glucose was 126 mg/dl at the time of incident however troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.